Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding preventing user access to medication. Customer reported a 15 minute delay to patient care. Required medication was propofol. Patient was intubated and being monitored. Patient did not require additional medical intervention. This event is recorded on complaint number (B)(4). A field service technician evaluated the device. Investigation is ongoing, the malfunction is suspected to be caused by the device's antivirus impacting system performance.

Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding preventing user access to medication. Customer reported a 15 minute delay to patient care. Required medication was propofol. Patient was intubated and being monitored. Patient did not require additional medical intervention.